Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty seating the implant. Surgeon used a different implant to complete surgery.